Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Did the jaws eventually open? Sales rep provided the following: no further additional information available.

Event description:
It was reported that during an appendectomy procedure, the device fired only halfway and the jammed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.